Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific value was not provided. The customer alleged that the pump "has been acting 'glitchy'"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot however the customer did not respond and the alleged root cause could not be confirmed. Reportedly, customer administered a "glucagon injection" to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer declined to provide discharge date. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.